Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patients cervical lead had migrated and was confirmed through x-ray. The patient underwent a lead revision procedure wherein the lead was relocated. The patient was doing well postoperatively.